Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on (B)(4) 2017 reported the patient did not experience any symptoms related to the reported volume discrepancy. The cause of the volume discrepancy was never determined. No actions/interventions were taken to resolve the volume discrepancy. Per the healthcare professional (hcp) the volume discrepancy has been resolved. The patient's weight at time of event was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal fentanyl 200 mcg/ml at 200 mcg/day via an implanted pump for an unknown indication. It was indicated the reporter was concerned because upon pump refill on (B)(6) 2017, the expected residual volume was 3.7 ml and actual volume obtained was 15 ml; she wanted the rep to be aware of this so the rep could follow up with managing physician. The rep saw the physician on (B)(6) 2017 and he pulled up pump programming telemetry sessions since the pump was replaced on (B)(6) 2017 {refer to manufacturing report # 3004209178-2017-23816 regarding the replacement}. At the time of pump replacement, at which preservative normal saline (ns) was placed in the reservoir; fentanyl 200 mcg/ml was put into the pump on (B)(6) 2017 with an infusion rate 50 mcg/day; personal therapy manager (ptm) 10 mcg with 3 hour interval lockout and dose restriction interval 6/24 hours; 19 ml reservoir volume after bridge bolus programmed. On (B)(6) 2017, the infusion rate increased to 100 mcg/day and the ptm programming's remained unchanged; 17.5 ml reservoir volume. On (B)(6) 2017, the infusion rate increased to 200 mcg/day and ptm increased to 20 mcg with same settings as above. On (B)(6) 2017, residual medication was withdrawn from the pump to place in higher concentration of fentanyl 200 mcg/ml; this was when the discrepancy was observed. The rep and doctor told the patient to come back to the clinic on (B)(6) 2017, when he calculated 15 ml should be withdrawn after accounting for the bridge bolus and infusion rate. The patient came back on that date and expected 15 ml matched up to actual 15 ml. No other troubleshooting done in regard to this situation. Clinician discussed possibility of catheter kink vs inaccurate pump delivery with the patient and his wife. The patient nor his wife heard any alarms coming from the pump in abovementioned time frame. Clinician still in process of titrating pump for effective pain therapy control. The patient's wife was called back to let her know the rep spoke with the doctor and this issue has officially been filed in a report. No further complications were reported/anticipated or expected.